Manufacturer narrative:
Two 23 gauge vitrectomy cutters were returned wadded up in a plastic bag along with a bl5323wv pack label from lot v8647. The part number and lot number could not be verified or determined for the cutter returned without a pack label. The tip protectors were not returned. The needles were bent. The port windows were in the opened position. There was dried solution visible in the tubing. The back caps were aligned correctly with the vent holes in the side of the cutter body. The connectors were inspected and no defects were found. Functional testing was performed using a stellaris pc system. The cutters did not cut. The inner needle was binding up and does not reach the cutting edge. A bent needle could contribute to poor cutting performance. The cause of the bent needles cannot be determined.

Manufacturer narrative:
The product has been requested for evaluation however it has not yet been received.

Event description:
The cutter stops cutting after 10 minutes, a new cutter is required to finish the surgery. No patient impact or injury reported.